Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had developed a cyst around the lead. As a result, surgical intervention was done on (B)(6) 2024, where in the cyst was removed to address the issue.

Manufacturer narrative:
The date of event is estimated.